Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 547 mg/dl during a routine doctor's appointment. The caller stated that the customer's blood glucose levels elevated due to a change in the basal rate programming. Nothing further was reported.